Manufacturer narrative:
H-10: handpiece eval completed, found no performance defects, but detected dented nosecone. This condition was not related to event reported. This report was mailed in to FDA on: 11/04/1997.

Event description:
Reporter noted corneal burn immediately, not aspirating. Changed handpiece and cassette to finish case. No sutures required. Pt prognosis was good. Facility biomed determined that burn was not the fault of the system. Customer continued to use system without incident.